Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the fetal spiral electrode (989803137631) had caused a hematoma.

Manufacturer narrative:
Phillips was informed that the product was not available for return therefore, no evaluation of the product was able to be competed. Requests for more information were made, but the customer declined to answer the questions and did not provide any additional details. Because of this, we are considering this to be a malfunction of unknown cause with insufficient information.